Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump received no delivery alarm. The customer reported that she had high blood glucose of 24 mmol/l at the time of incident. The customer reported that there were two infusion sets that were occluded. The customer checked her blood glucose and it was 16 mmol/l. The customer declined to troubleshoot for high blood glucose. The insulin pump will not return for analysis.